Manufacturer narrative:
One incisor plus blade was returned for evaluation. Visual assessment of the device showed significant cracking of the adapter body. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. The inner blade showed slight abrasion at the distal tip and proximal end near the slough chamber. The outer blade showed slight abrasion at the distal tip. Device appears to have received an excessive lateral load during use which caused the cracking allowing a mis-alignment with the inner causing the reported shedding. A review of the device history records was performed which confirmed no inconsistencies. The root cause has been determined as user error. No further investigation is warranted at this time. (B)(4).

Event description:
During a knee arthroscopy, it was reported that there was metal debris that was noticed in the knee joint. A back up device was used to complete the surgery. The surgeon flushed /irrigated the joint space to remove the debris. There were no reported injuries or complications. No time delay was reported for this event.